Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged extension tube was confirmed. The product returned for evaluation was a 15cm triple lumen powertrialysis catheter. The investigation findings are consistent with damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the extension tube of the venous lumen. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6): right internal jugular catheter inserted. For the purpose of hemodialysis due to rapidly progressive glomerulonephritis. On the day of incident, a nurse confirmed bleeding from the v-lumen extension tube when changing a dressing. This was reported to the doctor, who confirmed damage and removed the tube on the same day. After the patient's condition stabilised, the same standard catheter was re-inserted on the same side. Currently in use. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6): right internal jugular catheter inserted. For the purpose of hemodialysis due to rapidly progressive glomerulonephritis. On the day of incident, a nurse confirmed bleeding from the v-lumen extension tube when changing a dressing. This was reported to the doctor, who confirmed damage and removed the tube on the same day. After the patient's condition stabilised, the same standard catheter was re-inserted on the same side. Currently in use. There was no reported patient injury.